Event description:
Analysis was completed on the generator. Burn marks and scratches were visibly observed on the generator case. The burn marks indicated that the generator had been exposed to electro-cautery at one time. Upon receipt the generator was interrogated and the eri flag was not presenting. The generator passed functional testing. The internal data of the generator was reviewed and showed that two days after the attempted implant the battery voltage reached a level that would trigger an end of service warning message. However the voltage had since rebounded to acceptable levels; which is expected in cases where the generator is exposed to electro-cautery.

Event description:
It was reported that during generator replacement surgery, the new generator was attached to the lead and upon interrogation an end of service warning presented. System diagnostic tests and interrogations were subsequently performed and the end of service condition was observed again. The surgeon confirmed that electro-cautery tools were used during the procedure however he was unaware if the electro-cautery tool being close or coming into contract with the generator. It was noted that the generator was not interrogated until it was attached to the lead and prior to the surgery the generator had been stored at room temperature. A different generator was then implanted without incident. The suspect generator has not been received to date. Manufacturing records for the generator were reviewed and it indicated that the device passed quality control inspection prior to distribution.

Event description:
The explanted generator was received and is pending product analysis.